Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Insulin pump passed self test and displacement test. However, moisture damage was noted on pcb1. The following were noted during visual inspection: minor scratched lcd window, corroded battery tube, and scratched case.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and had small crack along the display. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.